Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that it fails the functioning check due to leaks. There was no report of patient involvement.

Manufacturer narrative:
Additional information has been received that there was no loss of mechanical ventilation. This was not a reportable malfunction. Additional information has been received that there was no loss of mechanical ventilation. This was not a reportable malfunction.